Event description:
On (B)(6), 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultrasmart meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6), 2013. The patient manages his diabetes with insulin (self-adjuster). According to the csr¿s documentation, the patient did not take any action in response to the alleged meter issue and the patient did not develop any symptoms as a result of the alleged issue; however, during a doctor¿s office visit that day (time not specified) the patient¿s physician reportedly administered 30 units of insulin as treatment. The patient¿s blood glucose reading with the doctor¿s meter is not known. At the time of troubleshooting, the csr verified the patient was not using the lfs product for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips and procedure at the time the alleged issue occurred. Since the patient reportedly was unable/ unwilling to retest, the alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.